Event description:
This report is being filed after subsequent review of the following journal article sohn, h. And sang-jin, s. (2014). Minimally invasive plate osteosynthesis for proximal humeral fractures: clinical and radiologic outcomes according to fracture type. J shoulder elbow surg, 1-7. The authors conducted a retrospective study of patients with proximal humeral fractures treated by the minimally invasive plate osteosynthesis (mipo) technique from march 2009 to july 2011 using synthes device, 3.5 millimeter proximal humerus locking plate (philos). Of 85 patients with proximal humeral fractures treated by the mipo technique, 62 were evaluated: 23 men and 39 women, average age of 57 years (range, 29-85 years). There were 27 patients with two-part fractures, 24 with three-part fractures, and 11 with four-part fractures. Mean follow-up was 37 months (range, 24-53 months). An additional inferomedial screw or fibular allograft was used when severe medial cortical comminution was found in the proximal humerus. Clinical and radiographic outcomes were evaluated during the follow-up of 37 months. The authors reported: one intra-articular screw perforation; three impingements to the undersurface of the acromion due to a higher position of the plate; five patients with varus malreductions reduced to less than 120 degrees of neck-shaft angle on immediate postoperative radiographs; a (B)(6) female patient with a four-part fracture was found to have a significant varus collapse of the humeral head at two weeks postoperatively. The patient also showed screw penetration into the glenohumeral joint at four months after the operation with progression of varus collapse and underwent surgery to remove the intraarticular penetrating screws; a (B)(6) woman with two-part fracture showed varus collapse at seven days after surgery. Bone union was observed without any additional treatment and no further varus collapse of the humeral head occurred; and a (B)(6) woman with a four-part fracture presented with migration of the greater tuberosity which was seen on plain radiography at the one-month follow-up visit. This is a reportable malfunction report for one intra-articular screw perforation. This report is for an unknown screw. This is report 1 of 6 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Sohn, h. And sang-jin, s. (2014). Minimally invasive plate osteosynthesis for proximal humeral fractures: clinical and radiologic outcomes according to fracture type. J shoulder elbow surg, 1-7. This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.